Event description:
It was reported that after a da vinci-assisted malignant tongue base resection surgical procedure, the tip of the monopolar cautery instrument's tip was broken off. No fragment fell into the patient. The procedure was completed as planned with no reported injuries. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information: the reporter confirmed that the tip was detached from the tube adapter. There was no missing part or scratches on the tube adapter. No fragment fell into the patient as the issue occurred when the surgeon was trying to remove the tip from the arm after the procedure. There was no patient injury. The surgeon was not sure what caused the damage. The instrument did not collide with any other instruments or other hard materials during the procedure.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the intuitive device returned. However, isi has not received the monopolar cautery instrument involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.